Event description:
The customer contact reported that during testing at the user facility, the device did not alarm when there was air in the tubing distal to the device. There were no reports of any adverse patient events or delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).